Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report a blank display and high blood glucose levels. The customer's blood glucose level was 26.9 mmol/l. The customer treated manually. The customer was sent a replacement battery cap. No further details were provided.

Manufacturer narrative:
The insulin pump was monitored for several days and no blank display noted; the battery tube connector plugged in properly to printed circuit board during our visual inspection. The insulin pump had normal sleeping current. The insulin pump was received with minor scratched lcd window, scratched case, cracked case behind the pump near the battery compartment and pillowing keypad overlay.